Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg), specific bg was not provided. It was reported the pump software did not suspend insulin delivery. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.